Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in august 2011 (exact date is unknown).according to the complainant, during the replacement procedure when removing the device the internal bolster detached and remained inside the body. The physician feels the bolster will pass naturally. The procedure was completed with different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in august 2011 (exact date is unknown) according to the complainant, during the replacement procedure when removing the device the internal bolster detached and remained inside the body. The physician feels the bolster will pass naturally. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding port and the medication port to be closed. The c-clamp was open and located at the 11.5 cm mark. The external bolster was located at approximately the 7 cm mark and was without issue. The internal bolster was separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 14282785 was performed and revealed no issues related to this complaint.